Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip scissored and the second clip did not close proximally. The oneseal was severed and leaked. The case was completed by opening a second oneseal and an er320 was used to finish the case.